Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead is currently programmed lv tip to device due to history of diaphragmatic stimulation. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)